Event description:
During preparation for a coronary drug eluting stenting treatment procedure, a taxus express2 2.50 x 16 mm drug eluting stent balloon leaked. There was no pt contact with the taxus stent. The procedure was completed with another taxus stent.